Event description:
During surgery today ((B)(6) 2014) the surgeon noticed via x-ray at the end of the case that there was an "unidentified object" in the wound. The surgeon proceeded to use direct visualization through a lightened mis retractor and fluoroscopy to retrieve the object with the use of a grasping instrument. Upon retrieval, it was identified as detached titanium anodized ring from the 7mm reamer. This added approximately 10 minutes to the case.